Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure, prophylactic and paraplegia. At some time post filter deployment, it was alleged that filter struts perforated and migrated to the ivc wall and duodenum and the patient reportedly experienced dvt, post thrombotic syndrome: pain, chronic lle dvt. The device was removed percutaneously, however the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately 11 years post deployment, CT revealed that ivc filter struts perforating through the ivc wall. The patient was scheduled for filter removal due to the back pain and perforation of filter struts. The filter was then successfully removed. Therefore, the investigation is confirmed for the perforation of ivc wall. However, the investigation is inconclusive for the filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure, prophylactic and paraplegia. At some time post filter deployment, it was alleged that filter struts perforated and migrated to the ivc wall and duodenum .the device was removed percutaneously. The patient reportedly experienced dvt, post thrombotic syndrome, pain, chronic lle dvt; however, the current status of the patient is unknown.